Event description:
The customer reported that the nurse programmed a secondary infusion of 250 ml of heparin to infuse at 7ml/hr however after 30 minutes the bag was empty. The primary infusion was a liter of sodium chloride. As a result of this event, the patient went to a higher level of care (ICU) and stat lab work was performed every 2 hours after the event. The lab values were not provided. There was no lasting harm.

Event description:
The customer reported that the nurse programmed a secondary infusion of 250 ml of heparin to infuse at 7ml/hr however after 30 minutes the bag was empty. The primary infusion was a liter of sodium chloride. As a result of this event, the patient went to a higher level of care (ICU) and stat lab work was performed every 2 hours after the event. The lab values were not provided. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of a heparin overinfusion was confirmed. Physical inspection of the device noted the platen was broken at the top hinge with the broken piece still in the membrane frame hinge. There were no anomalies observed with the primary set. The pcu event log contained no obvious programming errors that would result in the reported event. When tested as received, the device was observed to deliver fluid outside of specification on the high side. Functional testing performed found the pump module to be delivering fluid within specification after the broken platen was replaced. There were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. The proximate cause of the customer¿s report of a heparin overinfusion was due to a broken platen.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the nurse programmed a secondary infusion of 250 ml of heparin to infuse at 7ml/hr however after 30 minutes the bag was empty. The primary infusion was a liter of sodium chloride. As a result of this event, the patient went to a higher level of care (ICU) and stat lab work was performed every 2 hours after the event. There was no lasting harm.